Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause for the iipv found in the logs was determined to be insufficient drain due to use error; initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
Two increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 1 of 2. The iipv occurred on 19jan2011 during drain cycle 1. The programmed fill volume was 2000ml and the drain volume was 3415ml. This drain volume meets baxter's iipv criteria.